Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer experienced continuous, ongoing elevated blood glucose (bg) levels ranging between 222-452mg/dl and trace to moderate levels of ketones. Correction boluses via the pump were delivered to address the bg levels. A system check was performed using the current supplies and the pump performed as intended. Recommendation was made to consult with their health care provider to discuss diabetes management.